Manufacturer narrative:
Device evaluation summary: the error light event was confirmed; the applier experienced an error during the procedure due to a drive motor operation time out failure. The root cause of the event could not be determined, as the device was reset and functioned as expected during analysis. It is possible the corrosion to the connector pins and motor may have caused shorts within the applier resulting in an error light during the procedure. The cause of the emboli could not be confirmed as the event occurred in vivo and could not be replicated during device analysis. Previous testing of heli-fx guide devices confirmed it is possible to create a vacuum. Drawing air through the proximal device seals if the tip of the guide is flush/compressed against the stent graft wall (more probable in cases where the guide deflection length = neck diameter) and the applier is removed quickly. Guidance for preventing this is included in the IFU. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used to treat a type 1a endoleak from another manufacturer's stent graft. It was reported that the physician successfully deployed two endoanchors. At this point the blue error light was blinking. The physician had pushed the applier into the deflected guide catheter very hard, and that they believed this may have caused the issue. Later on in the procedure, a bubble was noted in the aorta, which was removed with a 2 catheter by the physician. Per the physician the cause of the event was user error. A new applier was used to complete the procedure. No additional clinical sequelae were reported and the patient is fine.